Manufacturer narrative:
An analysis was performed to investigate the fracture of a monarch pre-bent titanium rod. The samples were sectioned for this analysis due to length. The fractured surface of the rods exhibit minor scratches and smooth shiny areas indicative of two surfaces rubbing post fracture. Some evidence of fatigue striations can also be seen. Scanning electron microscopy (sem) was performed on the fractured surfaces to facilitate a more detailed investigation of the fracture characteristics of each rod segment. The fractured surfaces exhibited smooth and grainy/rough regions, which are indicative of fatigue failure. The existence of two surface morphologies implies that the fracture first propagated and then full failure/breakage took place presumably when the strength of the remaining region did not have the strength to bear the load. No material defects or other abnormalities were observed in this analysis. A lot history review could not be performed as both lot numbers on the returned rods are illegible. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiate action on any emerging trends; the meeting includes cross-functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. Even though the root cause cannot be positively determined, sem analysis indicates possible root cause as a fatigue fracture. Based on this analysis, it cannot be confirmed if the impact of the accident contributed to the failure of the rod. An impact of this magnitude would be expected to have more of a catastrophic failure that would be represented on those surfaces. No further action is deemed necessary.

Event description:
Contact reported patient had current hardware implanted approx 2 yrs ago. Within the last month, patient was involved in a car accident. Patient's vehicle was struck in left side by another car which was traveling approx 100mph. During a revision surgery, the surgeon found previous fusion (was l4-s1) that left side rod had snapped due to accident also right side rod had bent. Damaged rods were removed.